Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced loss of bone surrounding #23-26 and loss of thickness of attached tissue over teeth #23-26, which will require extensive connective tissue grafting in the lower anterior teeth due to excessive, ineffective, and prolonged force on the patient's teeth. Patient needs to cease byte aligner therapy.